Event description:
Per provider, manifold is leaking. Per independent repair center statement unit is alarming or red light. The key failure was the manifold is leaking. Additional malfunctions were sieve beds were defective and the muffler were dirty and clogged.